Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tested fine before the procedure. It was stated that when procedure started, after cutting a few branches, it started losing power. They changed power cords and the same thing happened. It worked fine for a few branches, then decreased power again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tested fine before the procedure. It was stated that when procedure started, after cutting a few branches, it started losing power. They changed power cords and the same thing happened. It worked fine for a few branches, then decreased power again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. Charred tissue and blood was observed on the jaws. The heater wire on the jaw appeared to be flexed but it remained attached at the tip and the base of the jaw. The silicon insulation appeared to be intact without any defects. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. No intermittent energy flow was observed. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " intermittent continuity" but was confirmed for the analyzed failure mode "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tested fine before the procedure. It was stated that when procedure started, after cutting a few branches, it started losing power. They changed power cords and the same thing happened. It worked fine for a few branches, then decreased power again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.